Event description:
Three dexcom g7 continuous glucose sensors have failed in a row. The one that failed today had been on for less than 48 hours. They have all been the same lot and rev numbers, so I think the whole batch might need to be forced into recall. Did not use acetaminophen. Followed insertion instructions, including using the overpatch. Patient codes: 4580. Device codes: 3023, 1506, 1480. Reference reports: mw5175555 and mw5175556.